Event description:
According to service rep: "c.n.a. Transferring resident from the toilet to resident's wheelchair with a sara 3000. Resident became weak during transfer and slid through the sling to the floor."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR medibo (B)(4).